Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "tri pressfit implant baseplate became loose and was removed. New baseplate was cemented and implanted in place with new insert."